Manufacturer narrative:
(B)(4)

Event description:
It was reported that one day after implant, the left ventricular lead exhibited loss of capture. The lead was capped and replaced. The patient was doing well and would continue to be monitored.

Event description:
It was reported that the left ventricular lead exhibited loss of capture. The lead was capped and replaced. The patient was doing well and would continue to be monitored.